Event description:
Additional information received via email. Event date was updated from unknown to 22-may-2023. Event occurred during testing. There was no patient harm.

Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4). H6: evaluation codes updated device evaluation: one device was received. A visual inspection found the top and bottom cases cracked, small knobs were cracked and the battery cover was cracked. During the functional testing, the customer reported issue was able to be confirmed. The cause of the issue was found to be the faulty demand valve. The demand valve was replaced as well as the MRI battery, sintered filter, and o rings, broken knobs, and cracked case. The new variable relief valve was calibrated and the patient pressure cycling led and peep control valve were adjusted to tolerance. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported, that the ventilators spontaneous breath was not triggering all the time. Had broken knobs and missing caps. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.